Event description:
(B)(6) called to report an issue with a renal case with presice system serial (B)(4) at (B)(6). System was transported to this facility after successfully performing a case two hours before at a different facility on the same day. The system was not tested prior to the second case, patient was under anesthesia and ready for the needles when (B)(6) turned on the system and got a pop-up message reading: "mqsvc.exi.applicationerror.x - exception break point, breakpoint has been reached (0-x00000003). Click ok to terminate the program." (B)(6) turned the system off and on 4 times and kept receiving the same message. After clicking ok to the message the system will not continue with the application to allow it to start. (B)(6) contacted galil medical, talked to engineering, system did not respond and the case was cancelled.

Manufacturer narrative:
The occurrence rate for this type of event is very rare. The pc was returned to galil for investigation. The error code was duplicated during the investigation and was determined to be an error that occurs from a system task started by the operating system. It is not an error that is a direct result of the presice software. A drive fitness test was performed to test the hard drive integrity. Bad blocks on the hard drive were seen that to reinforce that there could also be corruption on the hard drive or on the ram. The pc was returned to the vendor with the hard drive and ram replaced and the pc reimaged using the ghost tool and the bios tool. No patient injury was reported. However, the patient was under anesthesia when the error occurred and the procedure was cancelled. Therefore, the patient will have to be subjected to another anesthesia procedure (and the risk associated with that) if the case is rescheduled.